Event description:
Customer reportedly rec'd that following results on the aviva sys within 12 minutes: 155 mg/dl, 255 mg/dl, 365 mg/dl, and 128 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.